Event description:
On (B)(6) 2015, the reporter contacted animas alleging a dim/fading/color spectrum issue with the pump's display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings:.there was no signs of dim or fading that occurred with the display. The display was found to have good contrast and was readable. The returned battery cap was used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).